Manufacturer narrative:
On 1-jun-2020, mentor received additional information regarding the patient¿s demographics, the procedure type, the date of problem observed, the grade of the capsular contracture, and the revision surgery. The patient is a 19-year-old caucasian patient who underwent a revision breast augmentation with the suspected medical device. The patient's date of birth is (B)(6) 2001. The date of problem observed is (B)(6) 2020. The grade of the capsular contracture is grade IV, and the diagnosis was confirmed on (B)(6) 2020. The patient underwent unilateral removal and replacement with a 550cc mentor memorygel breast implant (catalog #: 3505504bc, right serial #: (B)(6)) on (B)(6) 2020. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 500cc mentor memorygel breast implant prosthesis and experienced postoperative right-sided capsular contracture (grade unknown). The patient came in for a consultation (unknown date), and the diagnosis was confirmed by a healthcare professional. However, the patient decided that she is not pursing a revision surgery for the reported issue. If additional information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2020, the suspected medical device was returned for evaluation. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).